Event description:
Customer reported reveiving inaccurate erratic readings. In blood glucose test, customer received readings. In blood glucose tests, customer received readings of 496, 193, 86, and 202 mg/dl within ij10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of dealth, serious injury or mistreatment associated with this event.